Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 500 mg/dl. The customer's blood glucose is 400 mg/dl at the time of incident. The customer did experienced the symptoms such as vomiting, abdominal pain, and she was dehydrated. The customer was treated by bolus with insulin pump. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.